Event description:
This case was reported by a consumer and described the occurrence of breast cancer in patient who used super poligrip ultra fresh denture adhesive cream. The consumer initially called to inquire whether or not super poligrip denture adhesives contained an ingredient that has been known to cause cancer. A physician or other health care professional has not verified this report. The consumer, who is overweight and has a history of smoking two packs of cigarettes per day for 65 years and using super polygrip for the past 10 years, reported that their physician noticed a golf ball size mass in their breast during a check-up in 2003. The consumer also reported that their blood chemistry taken during the check-up was normal. The customer reported that upon biopsy, it was determined that consumer had advanced breast cancer. The consumer refused to be on chemotherapy or undergo radiation treatments and consumer self medicated was flaxseed oil and cottage chesse. The cunsumer reported that "something in cottage cheese helps the flaxseed oil to work better." The consumer "ingests the product on occasions." Currently, the consumer is still using the product. The consumer refused to provide any additional information and refused to grant the manufacturer permission to contact their physician. The consumer also refused to return the product but provided the lot number of the product.